Manufacturer narrative:
On 2/25/2019, a manufacturing record evaluation was performed for the finished device 1069 number, and no non-conformance was found during the review. Expiration date and device manufacture date have been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath large and hemostatic valve separation issue occurred. It was reported that the orange plastic hub around the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke off while the sheath was being prepped outside of the patient. The valve remained attached as the plastic broke. The carto vizigo¿ 8.5f bi-directional guiding sheath large was replaced and the case continued without further incident or patient consequences. The event has been assessed as an MDR reportable malfunction. On 2/1/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified, ¿product was returned with dilator. Dilator was not inside the sheath. Hub cap is detached from sheath. Hub cap piece was not returned.¿ device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found with the hub cap cracked and detached from sheath. During the inspection it was noted that small remnants of the cap were adhered to the hub. A manufacturing record evaluation (mre) was performed, and no internal actions were found during the review of the mre. The customer complaint was confirmed. The root cause of the brim cap (hub cap) damage will be investigated under an internal corrective action. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and hemostatic valve separation issue occurred. It was reported that the orange plastic hub around the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke off while the sheath was being prepped outside of the patient. The valve remained attached as the plastic broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the case continued without further incident or patient consequences. The event has been assessed as an MDR reportable malfunction. On 2/1/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified, ¿product was returned with dilator. Dilator was not inside the sheath. Hub cap is detached from sheath. Hub cap piece was not returned.¿